Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire with subsequent difficulty inserting the microintroducer was confirmed, but the exact cause was not determined. One guidewire was returned for investigation. The guidewire was received in its hoop. The distal tip of the wire was extending from the blue tip straightener. The blue tip straightener was removed from the hoop. The guidewire was then removed from the hoop. A microscopic examination of the guidewire revealed that the coil wire was broken at the proximal weld tip and the coil wire was unraveling from the core wire. The grind pattern in the proximal weld tip was marred. The distal tip of the guidewire, which had been extending from the blue tip straightener, exhibited no damage. The outside diameter of the guidewire was within specification. It could not be determined where or how the wire was damaged. The observed damage would have complicated the guidewire and hoop assembly during manufacturing. The guidewire was forwarded to the manufacturing facility for further review. Reynosa evaluation: the complaint of ¿stubble at the end of the guidewire¿ is confirmed but the exact cause is unknown. According to the photo visual evaluation of the guidewire it show dislocations that was observed in adjacent coil at the proximal end of the guidewire but based on bas evaluation the outside diameter of each guidewire was within the specification which confirms that guidewires were damaged after manufacturing process, the cause of this condition is unknown. A lot history review (lhr) of rebw1339 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (rebw1339) have been reported from the same (B)(6) facility.

Event description:
It was found that there was stubble at the end of the guidewire and the puncture sheath could not penetrate. A new device was opened to complete the procedure. There was no patient involvement.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebw1339 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (rebw1339) have been reported from the same (B)(6) facility.

Event description:
It was found that there was stubble at the end of the guidewire and the puncture sheath could not penetrate. A new device was opened to complete the procedure. There was no patient involvement.